Event description:
The patient had a really bad experience and was unhappy with her first rechargeable ins so she had it replaced with a non-rechargeable ins. The device did not perform as it should have. X-rays were taken which showed the ins flipped out against her skin. One week post implant she was having the ins activated but had bad swelling and then two weeks post implant the stimulation on her left side was so intense day and night. She had gone to church and was running around trying to turn the device off but could not so finally she got help from a company representative who had to lay her down and push up against it and the device finally turned off. She left the device turned off and then the ins ¿died¿. She would try to recharge the ins at different time but would sit for 5 hours and not be able to get the ins charged. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulator flipped out of position because it was not stitched down properly.

Event description:
It was later reported on (B)(6) 2013 that the ins was supposed to have lasted several years. The ins was implanted on (B)(6) 2010 and replaced on (B)(6) 2011. The ins would not charge properly and it got to the point where it would not take a charge. Ins flipped shortly before it was replaced. It stuck out about 1/2 inch. It was suggested to the patient to lay on a book. It was noted that the device was defective.